Event description:
A total hip arthroplasty was revised, reportedly due to dislocation as a result of pt non-compliance with post-operative therapy. No related device malfunction associated with the revision was reported.